Event description:
It was reported that the critical care nurses had reported in an online survey that a patient had experienced a skin injury as a result of the statlock foley stabilization device. A nurse had also stated that the patient had experienced a urinary meatus injury due to the statlock foley stabilization device. In an online survey, the respondent had stated ¿yes¿ when asked whether the last patient had required any medical or surgical intervention as a result of device usage. Of note: any action taken because of an adverse event was considered medical intervention (e.g., prescribing medication as a result of an adverse event, surgery as a result of an adverse event, etc.). However, the nurse had stated ¿none¿ when asked to describe the medical or surgical intervention that had resulted from the use of the bard/bd statlock foley stabilization device. A nurse had stated ¿yes¿ when asked whether the last patient for whom they had utilized the bard/bd statlock foley stabilization device had experienced any other adverse events. In response to the question requesting a description of these other adverse events, the respondents had stated ¿none.¿ in an online survey, the respondent again had stated ¿yes¿ when asked whether the last patient had required any medical or surgical intervention as a result of device usage. As noted previously, any action taken because of an adverse event was considered medical intervention. When asked to describe the specific medical or surgical intervention resulting from the use of the bard/bd statlock foley stabilization device, the nurse had stated ¿none.¿

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses had reported in an online survey that a patient had experienced a skin injury as a result of the statlock foley stabilization device. A nurse had also stated that the patient had experienced a urinary meatus injury due to the statlock foley stabilization device. In an online survey, the respondent had stated "yes" when asked whether the last patient had required any medical or surgical intervention as a result of device usage. Of note: any action taken because of an adverse event was considered medical intervention (e.g., prescribing medication as a result of an adverse event, surgery as a result of an adverse event, etc.). However, the nurse had stated ¿none" when asked to describe the medical or surgical intervention that had resulted from the use of the bard or bd statlock foley stabilization device. A nurse had stated ¿yes¿ when asked whether the last patient for whom they had utilized the bard or bd statlock foley stabilization device had experienced any other adverse events. In response to the question requesting a description of these other adverse events, the respondents had stated "none." In an online survey, the respondent again had stated "yes" when asked whether the last patient had required any medical or surgical intervention as a result of device usage. As noted previously, any action taken because of an adverse event was considered medical intervention. When asked to describe the specific medical or surgical intervention resulting from the use of the bard or bd statlock foley stabilization device, the nurse had stated "none."